Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited oversensing noise in the ventricular channel. No changes or interventions were reported. The patient's condition was not known.